Manufacturer narrative:
This report is filed on april 11, 2018.

Event description:
Per the clinic, the patient experienced poor performance with device use as a result of migration of the electrode array. Subsequently, the device was explanted (date not reported).